Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease flat and opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified an striated opening in the posterior side and creases were observed but have no relationship with manufacturing. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: "a striated opening in the posterior side assessed as surgical damage."

Event description:
Healthcare professional reported right side deflation. Device explanted.

Event description:
Healthcare professional reported "creases observed during surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.